Event description:
It was reported that the procedure was to treat a graft to the right coronary artery. The 4.0 x 18 mm vision stent delivery system (sds) was direct-stenting in the lesion; however, a perforation occurred. The perforation was treated successfully with a graftmaster stent. It was noted that there was no resistance during advancement of the sds. The patient outcome was good. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. There was no reported product deficiency. The reported patient effect perforation is listed as a known adverse event in the rx/otw vision instructions for use (IFU). Reportedly direct stenting was performed. It should be noted that the IFU instructs to pre-dilate the lesion with a ptca catheter. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.